Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. The device was interrogated, and premature battery depletion was confirmed through the device image. The cause of the premature battery depletion was unknown.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was stable post procedure.